Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device of this incident, it had been determined that the inbound messages had reached the maximum limit. A technical support specialist (tss) confirmed that es 1.11.1 and es 1.12 contain the permanent fix referenced in knowledge article ¿inbound messages stuck on availableforprocessing=1¿ and knowledge article ¿ medstation es configuring messaging polling interval times and message processing speed maximum amount of processing messages reached, skipping dequeue¿. As an interim mitigation, tss discussed using a scheduled task to restart the messaging service daily, noting possible temporary inbound message delays. Tss configured the scheduled task on zone 1, zone 2, and the test system. Inbound messages reached the maximum amount again. The root cause was explained, including message sequencing behavior and why a restart temporarily resolves it. Since no hotfix exists for es 1.6.1, upgrading es was recommended to fully resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server customer reported a site wide issue where patient orders were not crossing to all stations, and sister facilities experienced the same problem. No station errors were displayed. She planned to send a call link for the next specialist and would provide patient examples during the call. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server customer reported a site wide issue where patient orders were not crossing to all stations, and sister facilities experienced the same problem. No station errors were displayed. She planned to send a call link for the next specialist and would provide patient examples during the call. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.